Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup, bhr head, and modular sleeve was removed. The anthology stem remained. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that the patient was revised due to pain and metal on metal synovitis. The patient also reported fevers ranging from 99.5 to 104. Osteolysis was noted intraoperatively. A creamy white fluid was noted to be found during revision; cultures were obtained, but the results were not reported. Part of the synovium was reportedly excised and sent for histologic examination; results were not provided for this examination either. Although fluid cultures were taken and parts of the synovium were sent for histologic examination, no results were provided. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, fevers, metal on metal synovitis, and osteolysis cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery was performed due to left thigh and left buttock pain with the inability to fully extend his hip or walk over the prior 6 days. Patient also reported fevers ranging from 99.5 to 104 degrees.